Event description:
A male with known coronary disease. He presents with chest discomfort where 2 sternal wires are. Has undergone artery bypass grafting in the past. Wires were cut and removed. Tolerated surgery well.